Event description:
Left breast reconstruction seroma w/ cd30 receptor positive cells; c/w alcl hx brca+ s/p bilateral mastectomy w/ te breast reconstruction 2012, exchanged to natrelle textured shaped 410 style 655 cc implants. Pt had several months hx of enlargement left breast reconstruction. Underwent u/s (B)(6) 2019, followed by fluid aspiration (B)(6) 2019. Referred to me and seen (B)(6) 2019. Underwent enbloc bilateral capsulectomy w/ explant (B)(6) 2019 w/ immediate reconstruction using smooth round silicone implants and adm. FDA safety report ID# (B)(4).